Event description:
During the procedure, blood was seen leaking from an opening (pinhole) in the bifurcation area. The leakage was repaired with a suture and fibrin glue. The amount of blood that leaked is not attainable. The graft was left in. The pt is doing well.